Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a ventricular tachycardia ablation procedure, a cardiac tamponade and a iliac artery dissection occurred. During the procedure a non sjm introducer was inserted into the right groin and a therapy cool path duo ablation catheter was advanced. Difficulty was encountered removing the catheter so both the catheter and introducer were removed together and the case was continued by inserting a new sheath and catheter in the opposite groin. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed. Following the procedure, an iliac artery dissection was discovered, which resulted in the amputation of a portion of the right leg. The physician indicated the performance of sjm devices did not contribute to the event.